Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after implantation of intraocular lens (iol), the patient had blurry vision. The lens was explanted in a secondary procedure and replaced with another iol. The clinical reason for explant was unexplainable decline in visual acuity both distance and near. Additional information has been requested.